Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped due to the power on reset. The patient was able to charge the implant but was not able to turn on the implant with the recharger. The patient mentioned she hadn¿t had the implant on for awhile because she was busy. The patient initially noted that the power on reset was a warning power on reset and when they hit the audio button to try to clear the message they were unsuccessful. Troubleshooting had the patient get the programmer and they reported that it was an informational power on reset. Troubleshooting was able to clear the power on reset and turn therapy back on. The patient confirmed that the power on reset was cleared and the implant was on and her reason for calling was resolved. The indication for use was non-malignant pain.